Event description:
The reporter stated that the surgeon was inserting a one piece silicone lens model aa4204vf with no damage to the lens and the pt's capsule tore. The surgeon removed the lens and put a different type of lens without performing vitrectomy. The reporter stated that the pt had pre-existing weak capsule and couldn't support this lens. No product malfunction.

Manufacturer narrative:
Evaluation method: work order search. Results: a visual inspection of the returned product shows no visible damage to the lens which has clear surgical residue on it. Both sides of the lens optic & haptics were checked for rough/sharp edges and the edges were found to be acceptable. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.